Event description:
Updated summary: customer reported having a low blood glucose event. She said she experienced a loss of internet connection from her phone when she was found lying down on the floor because she passed out. Customer did not allege hypoglycemic shock. She was rushed to the emergency room. Customer had taken carbohydrates to treat the low. Incident date is (B)(6) 2024. Updated complaint text stated that customer does not use pump therapy and just uses guardian connect cgm/app for glucose monitoring. Her iphone 16 was not compatible with the guardian connect app. So, that was why she did not receive an alert that she was low. Per carelink, guardian connect app was used on oct 15th and oct 16th. So, customer might have been using a compatible mobile device at the time of the low. Customer declined troubleshooting for the low. No products are returning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 26 mg/dl. The customer reported hypoglycemia, hypoglycemic shock, treated with glucose/carb intake, ems(emergency medical services)/ambulance/ER (emergency room) visit. The event involved product(s) unk_ngp. Troubleshooting was performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Customer reported low blood glucose event. No further patient complications were reported. No product return is required for unk_ngp. The customer will continue using the device.